Manufacturer narrative:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had a blurry image. The subject was unable to be recognized and the image did not return. The issue was found during preparation for use. There were no reports of patient harm.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope had a blurry image. The subject was unable to be recognized and the image did not return. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation (h6/h10). The device was returned to olympus for inspection, and the customer's complaint was confirmed. There was a shadow on the image due to a crack in the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by physical stress that was applied during user handling. The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image". The event can be prevented by following the instructions for use (IFU) which state: "- inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. - do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." In addition, the following non-reportable malfunctions were found during the device evaluation; there was restriction in the both the forceps and brush passge channel due to buckle/dent in the insertion tube, the angulation was below standard, and the control knob showed play in the up/down knob. Olympus will continue to monitor field performance for this device.